Event description:
Customer reported receiving an error-4 message when he tried to insert a strip into his locked freestyle flash meter. When the device was returned, it was found to be unlocked. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No mfg parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. 0806 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.